Event description:
This device is at eri indication and has been replaced with another ICD. No additional info is available at this time. Should additional info become available, this event will be updated.